Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the pump could not be accessed for refilling within the office. Per the office, it was examined with fluoroscopy, but the pump reservoir still was not accessible. The patient was taken to surgery on (B)(6) 2022 and during the procedure, the surgeon noted that the pump was flipped. The pump pocket was revised. The surgeon placed the pump more superficial to the previous placement and sutured it. The existing pump and catheter remained in service. The pump reservoir was accessed following closure to ensure it could be accessed. The patient was in a supine position during the procedure and reservoir access. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was reported to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.